Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported foggy distant vision and states his vision seems to fluctuate. The lens was explanted in 2008, and the pt is reported to be doing well.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 4/18/2008, 4/30/2008, 5/9/2008, and 5/12/2008 by mail, fax and phone. A completed questionnaire was received 5/5/2008.